Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a pta balloon ruptured at 16 atm during the initial inflation in the sfa. The health care provider reported that there was difficulty retracting the pta balloon through a 7fr sheath. The hcp further reported that another balloon was used to complete the procedure. There was no reported consequences or impact to the patient.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6.0mm x 200mm balloon. The catheter was kinked at multiple locations. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the sample condition. No kinks or bends were reported by the user facility. No other anomalies were observed. Functional/performance evaluation: the patency of the guidewire lumen was tested using in-house 0.018¿ guidewire. The guidewire was unable to be fully inserted through the catheter due to the catheter kink at the distal end of the metallic hypotube shaft. An attempt was made to inflate the balloon with an inflation device. However, water leaked at the location of the catheter kink at the distal end of the metallic hypotube shaft. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is inconclusive, as the balloon could not be inflated due to poor sample condition (i.e. Catheter returned kinked, resulting in a leak). Per the reported event details, the balloon was inflated to 14atm. The rated burst pressure (rbp) for this balloon size is 12atm. The current IFU (instructions for use) states "do not exceed the rbp recommended for this device. Balloon rupture or difficulty in deflation may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended." The root cause is most likely user-related. However, the definitive root cause could not be determined based upon the available information. Labeling review: the vascutrak instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
New information received: the pta balloon ruptured at approximately 14 atms.